Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and abdominal pain. The cause of the event was unknown. The same day as event onset, the patient was treated with intraperitoneal meropenem for 20 days. It was reported 20 days after event onset, the patient experienced fever and abdominal pain again and was subsequently hospitalized for the events. Twelve days after hospital admission the patient was discharged and was recovered from the peritonitis event. Five days later, the patient experienced fever, abdominal pain and hypotension. The following day, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. On an unknown date, the patient was treated with meropenem (no further details). It was reported the patient was recovering from the event. No additional information is available.